Event description:
The customer contact reported during testing at the user facility, it was noted that the ground prong of the ac power cord was bent. There were no reported adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. During testing, it was noted that the ground prong of the ac power cord was bent. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.